Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they were having issues with a box of sensor. Their sensor reading have been off by 100 points. Troubleshooting was performed for the sensor issues and the customer mentioned their blood glucose was 450 mg/dl and sensor reading was in the 100 mg/dl range. Customer declined troubleshooting. The insulin pump is not returning for analysis nor the sensor.